Event description:
It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. As received, the device was running the service application software. The device entered service application state as a result of the ipg explant procedure. Analysis revealed that the ipg was in the therapy application state and stimulation was on prior to the explant procedure. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps.